Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's right atrial lead exhibited over-sensing noise leading to inappropriate automatic switch mode(ams). No intervention was performed. The patient was in stable condition.